Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that bd insyte autoguard bc 20g needle not retracting.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that while using bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that bd insyte autoguard bc 20g needle not retracting.